Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was required to replace the indwelling foley catheter on (B)(6) 2022, at 13:30 pm. After replacing the catheter for the patient according to the aseptic procedure, it was found that the connection between the catheter and the drainage bag leaked urine. Within 10 minutes of observation, the urine leakage still occurred. Immediately the user reinserted a new indwelling catheter for the patient, resulting in repeated work. Per follow-up information received from ibc on 25nov2022, stated that the leak occurred on the first new catheter inserted for the patient, while after changing the second new catheter, it worked well without leakage.

Event description:
It was reported that the patient was required to replace the indwelling foley catheter on november 3, 2022, at 13:30 pm. After replacing the catheter for the patient according to the aseptic procedure, it was found that the connection between the catheter and the drainage bag leaked urine. Within 10 minutes of observation, the urine leakage still occurred. Immediately the user reinserted a new indwelling catheter for the patient, resulting in repeated work. Per follow-up information received from ibc on 25nov2022, stated that the leak occurred on the first new catheter inserted for the patient, while after changing the second new catheter, it worked well without leakage.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned